Event description:
During verification testing at the manufacturing facility, an arc mark was noted on the line voltage blade of the ac power cord.

Manufacturer narrative:
During testing, an external arc mark was found on the line voltage blade external of the ac power cord male plug. The blades of the ac power cord male plug were found intact; therefore, no conclusion could be drawn. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. (B) (4)